Event description:
A surgeon reports a pt presented with deceased visual acuity (va) about four wks following intraocular lens implant surgery. Upon examination approc one week following the reported decrease in va, the surgeon observed what was described as a "felt-like" aspect on the anterior and posterior surface of the intraocular lens and early pco. Additional info has been requested.